Event description:
Device 1 of 2. Ref MFR report #1627487-2012-06450. It was reported the pt has experienced heating at the ipg site while recharging. The pt has not recharged the ipg in five months due to pocket heating. As a result, the charger can no longer communicate with the ipg. A new charger was sent to the pt to help resolve the issue. No further info is available at this time. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.